Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with premature battery depletion. The patient did not receive any therapies and no abnormal lead measurements were observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.